Event description:
The patient experienced a shocking or jolting sensation following a fall. The area of the symptoms were in the neck/cervical. On (B)(6) 2013, the patient turned the box back on and again it was like night and day, did away with drugs. Up until (B)(6) 2014 everything was perfect with the exception of a couple reprogramming tweaks (due to weather). The patient had a period of 6 weeks where it was raining and then not and felt it was weather related and had to figure out how to cope with it on his end. In (B)(6) 2014, something changed and he was not sure what but something happened with his neck. There was a lot of snow and there was a light fluffy over ice and the patient landed on his back in one of the snowstorms. The patient stiffened his neck trying to protect it and ended up with a couple of lumps (knots) on the back of his head. At that same time the patient was driving a mini bus for school and then w ent to a bigger bus. The patient got jousted around (felt like a bobble doll on the dashboard, at times his head still felt heavy). The patient has a full size pick up and when he goes over railroad tracks it agitates his neck and he feels movements that send a joust in the neck and compresses the neck. The patient was getting jolts in his neck which affected his shoulder. After the patient¿s prior revision (see manufacturer report # 3004209178-2014-12889) he has had less motion looking up, left and right as a consequence of where the health care provider (hcp) put the implant back in. The patient does not have full range to tilt his head back, may have to arch. Compared to what the patient had for pain that was nothing and he has learned to do things differently. The patient was sent to the surgeon who put it in and wanted him to have an x-ray in his neck to see if it had moved but it did not show anything had moved. It was suggested at that visit that maybe scar tissue had wedged between that and electrode. In the meantime the patient was told he should go back to work driving the mini bus to eliminate that as a possible contributor to the issue. So the patient has moved back to the mini bus from the big bus so he could start eliminating things that contributed potentially to his current issue. It seemed to go a little bit but it was still there and every now and again it comes on, on its own. The neurosurgeon want the device reprogrammed and reboot, they did that and it did not make any difference. The patient got a message from the neurosurgeon to go back to the company representative regarding the every now and again jolts. It was less now because the patient has tried to figure out what he was doing and get away from it. When the patient goes back to the company representative they state they have done all they can and nothing else can be done. The patient did not know where to turn next. If they say it was going to stop in a few weeks etc he could adapt. The jolting occurs sometimes when he was moving but there was no set pattern, no warning, no rhyme or reason it just does it. It was not suggested to turn the ins off to check if it was the device because it meant the patient goes back on drugs and it does not take long for the pain to return and he could not cope with that option. The leads have been checked 2-3 times. One of the electrodes was within specs but they eliminated it out of the question due to the issues the patient was experiencing. The jolting was like an increase if you turned up the stimulation it felt like a spike in the stimulation. The patient could not figure it out. It was mentioned that the patient used to be a truck mechanic and tore the muscles out of his shoulder, he was not a candidate for shoulder repair because he has half of a bone left where the ball was and it cannot be repaired. It was stated that he ¿had 7 on right and 3 on left¿ and went to 2 other surgeons for opinions before it got tore up and they first treated him behind the ball in the socket, then his arm kept drooping down and took muscle from biceps to connect to chest muscles . The hcp kept fixing it and if the patient kept working ran out of shoulder pieces to fix and ended up retiring before the he had the option of the ins. It was stated that he is grasping at straws and was looking to see what someone else can come up with. Additional information has been requested.

Event description:
Additional information received reported that the patient could feel when the battery was going down and could tell when the battery was coming to an end. The patient couldn¿t tip his head backwards as it would push on the electrodes. The patient ¿didn¿t want to say it was uncomfortable,¿ but noted that ¿you know you¿re doing something wrong.¿ when the patient would try to grab something above his head he would notice a change in coverage. If the patient would ¿stay there too long it becomes uncomfortable.¿ later, the patient did not have concerns with the device or therapy.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).